Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) battery is making noise, not recognizing battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery is making noise, not recognizing battery. There was no reported injury.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d4 (UDI#), e1 (event site telephone). A getinge field service engineer (fse) confirmed device experienced intermittent issue with alarming while turned off and switching between batteries while turned off and charging batteries. Fse replaced reel ac power cord and also replaced power slot interface assembly shielded. Tested by leaving unit plugged in with partially charged batteries and charging overnight. Complete repair with full calibration, functional testing and safety check to factory specifications. The defective components were received for further investigation. The failure analysis and testing department received power slot interface pcba assembly ac power cord reel. These parts were received with a reported unit failure of ac no longer functioning. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts separately and then together into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. First installed power slot interface pcba assembly serial number na into the cardiosave test fixture and observed that slot 1 with a battery installed, would boot up on ac with no problem. The fat then installed the battery into slot 2. The cardiosave would not turn on with a battery installed in slot 2. The power slot interface pcba assembly serial number n/a failed testing. The fat dept. Replicated the complaint that the ac power would no longer function. However, the fat observed that this only occurred when the battery was installed in slot 2. Failure analysis received from the supplier for power slot interface pcba. Supplier stated that they performed visual check and no abnormalities found, the board was re-tested at fct and result was passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. Investigation complete. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.